Event description:
Healthcare professional reported "started developing hardness", "pain", "infection", and "capsule formation with baker grade unknown". Later healthcare professional reported "capsular contracture bake grade IV", "cultivacterium avidum", "it was tender at touch only", "breast was extremely hard", "is bulging out and it looks dark", "has imminent exposure of the prosthesis", "upper displacement of the prothesis", "the lower skin was thin and the capsule put so much pressure that it caused a small necrosis over the skin in the inframammary area". Patient was treated with singular, cipro and celecoxib. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: necrosis.

Manufacturer narrative:
Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection; "capsule formation with baker grade unknown".

Event description:
Healthcare professional reported "started developing hardness", "pain", "infection", and "capsule formation with baker grade unknown". Patient was treated with cipro and celecoxib. This record is for the right side. Device was explanted.